Event description:
The surgery center reported that a laser vision correction patient presented with epithelial cell ingrowth on right eye at one month post-operative exam. A flap lift was performed one week after the epithelial ingrowth was observed to resolve reported event. Resure sealant was used at the flap edge.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.